Manufacturer narrative:
The associated complaint device was not returned for evaluation.

Event description:
It was reported that a revision surgery took place due to hip dislocation.

Event description:
It was reported that femoral head and acetabular liner were revised during the revision surgery .